Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an occlusion issue with the pump. The issue reportedly continued for 4 days. It was noted that the site, set and cartridge were replaced and the issue was unable to be resolved. The patient reportedly experienced a blood glucose (bg) measurement of 460mg/dl with moderate ketones. The patient reportedly did not require medical intervention. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged occlusion issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: multiple occlusion alarms were observed in the black box; the force at the time of occlusions was found to be high. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The rewind, load cartridge and prime steps were successfully performed on the pump with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The returned battery cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.